Event description:
Customer reported that during the procedure, the laser continued to go into stand-by mode. The customer disconnected the fiber and connected a second fiber; the case was successfully completed and no injury reported.

Manufacturer narrative:
Initially reported as "laser continued to go into stand-by mode" the issue was not considered a reportable event. Upon return of the fiber to the manufacturer and failure analysis, it was found that the fiber cap was broken off; analysis of the cap found melted and burnt glue/adhesive, allowing the fiber and glass cap to rotate independently of the stainless steel cap. Based on the analysis findings, the fiber condition could potentially result in a forward firing condition and a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.